Event description:
The device got lodged in the distal end of a precise stent and could not be removed. Removed the 45cm pinnacle sheath, cut off the silverhawk at the hub and tied a long suture on the device with some knots. Then used a pinnacle 7fr 90cm sheath and advanced it over the silverhawk, almost to the cutter housing. It would not go over the housing. The physician then strongly pulled the device with a good piece of the stent breaking off into the sheath and removed everything. The physician then did a radial stick, advanced the customer to the tip of the sfa and sent dye downstream. The result looked good. There were no perforations, no closures and no need to place a stent or for surgery sales rep. Followed up with the physician in the next day and was told pt status at that time was fine.